Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the patient had connected an extension line to pump and was just about to administer when a message appeared - downstream occlusion - pt adjusted the line to check for kinks but it kept alarming, there were no clamps on the tubing and it wasn't connected to the pt. Pt then advised she connected a new ext line to the pump and as soon as she had put the new ext line on a message appeared straight away advising it was ready to prime. Pt advised she thinks it was a faulty ext line and she has her pump all set up ready to have her infusion now. No patient injury was reported.

Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Occlusions were identified between tube assembly to filter bonding; thus, failure was confirmed. The root cause of the reported issue was found to be due to an occlusion. Actions were taken to mitigate the reported issue: an awareness notification was issued to personnel involved on by quality engineer to notify production personnel about the failure mode reported by the customer.